Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarms. The customer's blood glucose level was 117mg/dl. The customer states the alarm was resolved by set and or reservoir change, but the problem returned. The customer states they had set and reservoir to return. The customer declined replacements.